Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her husband's insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error, except that no delivery alarms occurred during six separate infusion set changes. Customer's blood glucose was 508 mg/dl at the time of incident. Troubleshooting explained possible causes of alarms but customer declined any further troubleshooting. Customer declined to return the set or reservoir for analysis. The customer was advised to call back if any other questions arise.